Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. These codes were selected by the manufacturer based on information obtained from the user facility. The suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.

Event description:
Note: date of event and procedure date are unknown. It was reported to boston scientific corporation on june 30, 2009 that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure a few years ago. According to the complainant, during the procedure, when the physician introduced the blue wire, from the peg kit, it cut and perforated the patient's stomach. A resolution clip device was used to close the perforation. No further information was available regarding the patient's condition after the procedure.